Event description:
It was reported that the patient presented after receiving appropriate high voltage therapies due to an episode of true vt/vf. The episode showed that the rhythm did not break and another shock was delivered five seconds later. As this did not seem right, the lead integrity was checked. Impedances were all in range. However, lead fracture was observed. The lead was capped and replaced. There were no complications during the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.